Manufacturer narrative:
(B)(4). The returned zero tip basket was analyzed, and a visual evaluation noted that the basket was in a closed position. Several bents were observed at the distal end of the sheath. Additionally, the sheath was torn at the distal end. Functional inspection was performed and when the handle was actuated, no resistance was felt. However, the basket could not completely open. Therefore, the reported complaint of "handle control difficult to open or close" is not confirmed. Based on all available information, it is possible that the manipulation or technique used at that time to interact with the device in conjunction with another device may have caused the basket unable to completely open. The state in which the device was returned suggests excess force was applied. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that a zero tip basket was used in a procedure performed on (B)(6) 2022. During the procedure, the basket became difficult to open or close. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event. Investigation results revealed that the sheath was torn at distal end; therefore, this is now an MDR reportable event.